Event description:
The iab was inserted into the pt on 11/10/97. On 11/12/97 after iabp for 30 hrs, a small blood leak was noted. (Event complications: none from the event - reported 11/24/97.) (Pt's current status: unk-rpt'd 11/24/97).

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.